Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: the original complaint could not be duplicated. There was a low cartridge warning on (B)(6) 2014 at 12:13 followed by a replace cartridge alarm on (B)(6) 2014 at 22:40 observed in the black box history; deliveries resumed when the pump was primed on (B)(6) 2014 at 07:35. The pump was exercised for 24 hours with no errors, alarms, or warnings. The total daily dose correctly added up and reflected the users programmed basal rate. The pump completed a delivery accuracy test and was found to be delivering within range. A ¿replace cartridge¿ alarm and ¿low cartridge¿ warning were reproduced for the investigation and the pump gave the appropriate sound and display the correct message on the screen. The battery cap was not returned, so a test cap was used for the investigation. The cartridge cap was returned and used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 505 mg/dl with large ketones. It was alleged that the user did not receive a low cartridge warning from the pump. During troubleshooting with customer technical support (cts), it was revealed that the pump did alert for a low and then an empty cartridge alarm in the alarm history and the cartridge was not changed for 8 hours. The user was educated on alarms by cts. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not replacing the cartridge after an empty cartridge alarm was emitted.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.